Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the anterior cruciate ligament surgery with arthroscopic suturing of the meniscus, the suture came off the button. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the returned device noted that the white sutures were cut/torn. Functional testing was not performed due to the damage to the device. Per dfu-0147-eo revision 4; g. Precautions: acl/pcl/btb/rt/abs/cl/cls/pf/pfc tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair the ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket, and the graft stability is verified by pulling distally on the graft. The most likely cause of the reported failure is likely user error, attributed to excessive force during suture passing, tightening, or tensioning, and/or or the device coming in contact with another device during use.